Manufacturer narrative:
E1: (B)(6). E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image noise that makes the screen unviewable during maintenance of an olympus digital light source cable. There were no reports of patient involvement.